Event description:
Repeat angiography 4 months post index procedure for recurrent angina without a functional ischemia study revealed a 90% in-stent restenosis in the mid lad and a patent proximal lad stent as noted in the catheterization report. The patient underwent cutting balloon angioplasty in the mid lad. Repeat angiography the following day for severe substernal chest pain without a functional ischemia study revealed a 75% stenosis in the mid lad and a patent stent in the proximal lad as noted in the catheterization report. The patient underwent placement of two des stents in the mid lad. The patient was discharged two days later. No additional clinical sequelae were reported.

Event description:
A revascularization of the prox lad was carried out approximatley 7 months post the index procedure, another brand stent was implanted.

Event description:
The patient had had one non mdt stent implanted during the previously reported target vessel revascularization which took place approx 7 months post index procedure. This was previously reported as two non mdt stents.

Event description:
The pt had 2 endeavor sprint over the wire drug-eluting stents implanted during the index procedure: one in the mid lad and the other in the proximal lad. Approx 3.5 months from the index procedure, the pt presented to the emergency room with complaints of chest pain. No significant ECG changes were noted. Troponin was elevated. It was reported that an acute non-stemi occurred. Location of infarction was reported as anterior. Investigator assessed the event was a non-q-wave mi. It was indicated that a repeat angiography was performed and that a target lesion was involved. It was also reported that stent occlusion occurred. Investigator assessed a possible relationship to the study device. Dapt medication was changed. Plavix was stopped and effient was started. A revascularization was also carried out. It is reported that the pt recovered with treatment. (Ref MFR # 9612164201100639).

Event description:
Approximately 24-months post index procedure patient had ballooning revascularization of the 1st diagonal. Investigator indicated that the event was not related to the study device.

Event description:
The previously reported revascularization was treated with placement of non medtronic stents.

Manufacturer narrative:
(B)(4) - results: (mi, tvr and occlusion). Conclusion: no conclusion can be drawn.